Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored and difficult to read. The contrast setting is set at '8'. Increased the contrast setting to the maximum of '10' with little improvement observed. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. It was found that the battery compartment is cracked below the finger pad extending down to the primary seal. There were no issues with loss of power. No evidence of moisture damage in battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen was dim and was impossible to see when outside in sunlight. The reporter stated that the screen could be read safely when in a dark room or when covered up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.